Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ crease/folding of implant: no observed. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture, and radial folds. Healthcare professional later reported "presence of light serous fluid". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. D.6b: device has been explanted on unknown date.

Event description:
Healthcare professional reported right side rupture, and radial folds. Healthcare professional later reported "presence of light serous fluid". Device has been explanted.

Event description:
Healthcare professional reported right side rupture, and radial folds. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.